Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. Insulin pump had off no power alarm without low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted. No damage found on c13/lcd isolation tape noted. Insulin pump was received with cracked case at reservoir tube window corner and reservoir tube window.